Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary according to the information received, it was reported that during the rotator cuff repair surgery, the electrode connected to the aspirator and put it into the articular cavity. It is found that there was no suction. Back flushing with a syringe still doesn't work. No additional information could be provided. The complaint device was received and evaluated in juarez laboratory. Visual inspection revealed that the electrode is in normal condition, any anomalies on the device could be observed. The photos provided by the customer showed the same visual results found during the physical evaluation of the device. The cable is in good condition as well as the connector and pins. The suction tube shows saline residues, and the tip shows signs of activation. When performing the functional test, the electrode was connected to the vapr vue test generator, the ablation function was activated for 1 minute, the electrode worked as intended. Under coagulation function, the electrode was activated for 1 minute and the electrode worked as intended. For the suction testing, the electrode was sent to the manufacturer for further evaluation. The vapr coolpulse90 electrode was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection revealed that the device has not been returned in its original packaging. The active tip is in a used condition, with evidence of activation and debris around the active tip. Also, tissue debris visible inside active tip suction port and residue in suction tube. Finally, no visible damage to the device shaft, handle, cable or plug. During the functional test, the flow was failed. A thin gauge wire was inserted into the suction path to locate the blockage. The blockage was located at the distal end of the device. The blockage was caused by a build-up of tissue debris. A DHR review has been performed for the complaint device lot number u2003024; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the investigation findings and ra review no correction action has been implemented. The customer claimed that there was no suction. The investigation substantiated the claim, with the device not achieving the minimum flow specification. The flow restriction was caused by a build-up of tissue debris. From our investigation we were able to confirm the customer report that the electrode suction did not function with the returned device. The device was found to fail flow test specifications due to tissue debris within the suction path at the distal end of the device. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. At this point in time, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff repair procedure on (B)(6) 2021, it was observed that the vapr coolpulse90 electrode device had no suction when it was connected to the aspirator and put it into the articular cavity; and that even the back flushing with a syringe still did not work. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.